Event description:
It was reported that a patient had an initial left total hip arthroplasty which was revised due to aseptic loosening of the acetabular component following a fall. The patient was revised again due to loosening and acetabular fracture. During the revision, the acetabular components were removed, and putty was used to mitigate the bone defects. The initial stem was retained. No intraop complications were identified.

Manufacturer narrative:
(B)(4). D10: 103531 ti low profile screw 6.5x20mm (B)(6). 103535 ti low profile screw 6.5x40mm (B)(6). 12-104152 m/h radial 3-hole shell 52mm (B)(6). G2: foreign: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ diagnosis - loosening of total left hip prosthesis with fracture of the acetabulum a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.